Manufacturer narrative:
Investigation result of stent partially deployed. A wallflex biliary rx stent was received with the stent partially deployed by 6mm. The investigator observed that a section of the inner could be seen exiting at the guidewire access sleeve. The investigator then attempted to deploy the stent of the device however this attempt proved unsuccessful and it was noted that more of the inner then exited at the guidewire access sleeve. The complainant specified that the guidewire became tangled with the device during withdrawal. During analysis a guidewire could not be inserted as the inner shaft was severely kinked, twisted and was exiting at the guidewire access port. A visual and tactile examination found no kinks or damage along the length of the outer sheath of the catheter. The device was dissected at the guidewire access port. The stent and the distal inner were withdrawn and no issues were noted with the profile of the stent; however, it was noted that the proximal inner was kinked at various positions along its length. A visual and microscopic examination found no issue with the profile of the reconstrainment band. No other issues were identified during the product analysis. The stainless steel tube was kinked 102mm distal to the proximal handle. This damage is consistent with the application of excessive force. It was stated that the user encountered severe resistance during deployment. The damage identified during the product analysis is consistent with meeting a resistance during deployment. It was also specified that the patient¿s anatomy was tortuous which may have contributed to the complaint incident. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The cause of the reported deployment difficulties was most likely due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx fully covered stent was to be used to treat a 3cm malignant stricture in the lower bile duct during a biliary stent placement procedure performed on (B)(6) 2015. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure the guidewire was inserted to measure the length of the stricture. The physician attempted to deploy the wallflex biliary rx fully covered stent, but severe resistance was felt and the stent did not deploy. When the physician attempted to remove the stent and delivery system it became entangled with the guidewire. The device was removed from the patient together with the scope. Drainage was performed with a metallic stent to treat the occluded lower bile duct. The procedure was completed with a wallflex biliary uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; stent partially deployed.